Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: the surgeon stated that he placed the device around a branch of the pulmonary artery, and fired the clip. After the clip was closed, he attempted to remove the clip applier from the clipped vessel. The jaws opened however, the fired clip was still attached to the tissue and stuck in the jaws. The surgeon rotated the clip applier slightly from side to side to dislodge the clip from the jaws. Some bleeding occurred, which was promptly controlled. They converted to an open procedure after the incident. There was no bleeding reported in excess of 250 cc. The case was extended by more than one hour. There was no unanticipated tissue loss.